Event description:
Corneal burn occurred as soon as phaco activated sutures used to close. Noted that dense cataract probably clogged microtip; but satisfied that system was working ok. Felt burn would not have occurred with regular tip.